Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis found that there was a telemetry problem and that coating was damaged/missing. A cable issue was found near the base of the head.

Event description:
It was reported that the programmer was having trouble interrogating devices. A different radio frequency (rf) head was tried and the situation resolved. The rf head was returned for service. No patient complications have been reported as a result of this event.